Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Following the pulsed field ablation procedure on the same day, a non-significant pericardial effusion was observed on transesophageal echocardiogram (tee). Repeat transthoracic echocardiogram (tte) revealed a stationary pericardial effusion measuring one centimeter lateral to the left ventricle. Control echocardiography was completed the following day reflecting stable conditions. Colchicine 0.5 mg and metoprolol was ordered to treat pericarditis and pericardial effusion. The patient status was stable. Abbott is working to obtain additional event information and further clinical details.